Event description:
The customer stated that she was hospitalized twice for high blood glucose levels. The blood glucose reading for the most recent event was 1054 mg/dl. The customer changed the infusion set on the day of the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer was unable to continue troubleshooting and stated she would call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.